Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced difficulty seating the cartridge on two occasions and received intermittent ¿restart alert¿ notifications during the fill tubing stage approximately every 20 minutes, consistent with a motor stall alarm, while using a teflon 23-inch inset and specific cartridge, connector, and inset lot numbers; a guided dry supply change running the piston to approximately (B)(4) units followed by use of a new box of supplies enabled a successful supply change and insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose remained in range. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem that was identified during troubleshooting and resolved with the dry run and new supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.